Event description:
It was reported that the patient was hospitalised (english hospital nazareth) on (B)(6) 2026 with hyperglycaemia. The patient¿s blood glucose levels rose to 450 mg/dl while wearing the pod between 49 and 71 hours. The patient attempted to bring their blood glucose levels down by administering a bolus of insulin manually, however this was unsuccessful. Reported symptoms include malaise, eye pain, dry mouth and increased thirst. The patient was treated with intravenous fluids and insulin. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.